Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative replaced a damaged inter-connector cable. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used for a spinal fusion procedure. It was reported that there was a red x on the imaging system for the communication to the mobile viewing station. They rebooted the system three times with no resolution. The surgeon decided to continue the case without the system and would use it for post-operation imaging. There was no reported impact on patient outcome. There was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
The interface (umbilical) cable for the imaging system was returned to the manufacturer for evaluation. Testing found that the cable did not pass 100t and continuity testing.